Manufacturer narrative:
B3-date of event: exact date is unknown; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT scan taken approximately 4 years post-index procedure revealed disease progression on the right limb. This was reported as vessel disease progression and growth around the distal end of the limb, without affecting the aneurysm sac. Approximately 5 years and 3 months after the index procedure, a follow-up CT scan identified a combination of a type ii endoleak from lumbar arteries and other vessels, as well as a possible type ib endoleak from the right limb stent graft (B)(6). It remains unclear whether there is a type ib endoleak or if the findings are solely due to disease progression. Per the physician, the cause of the possible type ib endoleak is undetermined, however, it is believed that disease progression in the limb may have contributed to its development. No vessel tortuosity, calcification or thrombus was observed. No additional clinical sequelae were reported and the patient will be monitored. .

Manufacturer narrative:
Correction to a2, date of birth. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.